Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 305 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. The customer's father also stated their insulin pump alarmed no delivery at the end of troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.